Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was as lo reported the patient's programmer reflected an " ipg battery low*stim off" message and his charger reflected an ipg issue. It was noted the patient's spouse has the same scs system as he does, and the patient's charger was able to communicate with his spouses's ipg. The patient stated he had been unable to recharge or use his system for approximately a month. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model which resolved the reported issue.